Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction, stenosis/restenosis, thrombosis, and surgical procedure (coronary artery bypass graft) are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on 09/11/2012, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience prime and a 3.0 x 15 mm xience prime in the left main artery and a 2.5 x 12 mm xience prime in the first diagonal artery. On (B)(6) 2013, the patient experienced a myocardial infarction (mi) and was re-admitted to the hospital. Troponin levels obtained on (B)(6) 2013 were elevated. A repeat angiogram was performed on (B)(6) 2013 and noted total occlusion of the stent implanted in the first diagonal artery. Electrocardiogram noted st depression. No intervention has been performed as treatment for the mi; however, the patient has been referred for coronary artery bypass graft and is considering this treatment. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012: ck-mb=2.22 ug/l, normal upper limit 6.22 ug/l, (B)(6) 2012: troponin I=21 ng/ml, upper reference limit 13 ng/ml, (B)(6) 2012: ck=102 iu/l, normal upper limit 159 iu/l, (B)(6) 2012: ck-mb=2.51 ug/l, normal upper limit 6.22 ug/l, (B)(6) 2012: troponin I=20 ng/ml, upper reference limit 13 ng/ml, (B)(6) 2013: electrocardiogram=st depression, (B)(6) 2013: troponin I=2.67. Stent: xience prime 3.0 x 15, xience prime 3.0 x 18, other: aspirin, clopidogrel. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction, stenosis/restenosis, and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the supplemental medwatch report filed on (B)(4) 2013, additional information was received which indicates that on (B)(6) 2013, the patient experienced a myocardial infarction. Coronary artery bypass graft (CABG) was performed on (B)(6) 2013; however, the patient expired on (B)(6) 2013. No additional information was provided.

Event description:
Subsequent to the supplemental medwatch report filed on (B)(6) 2013, additional information was received which indicates that on (B)(6) 2013, the patient experienced asystole with cardiopulmonary resuscitation. The patient's condition resolved; however, the patient expired the following day during a coronary artery bypass graft procedure. The patient's death has been previously reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed on (B)(6) 2013, additional information was received which indicates that there was no angiographic evidence of stent thrombosis, but is impossible to rule out thrombosis completely. On (B)(6) 2013, the patient experienced a mural thrombus, which was treated with anticoagulation. The mural thrombus continues. No additional information was provided.